Manufacturer narrative:
Calibration and qc data do not indicate an issue. Based on the provided data, an assay related issue can be excluded. The alarm trace on the day of the event shows abnormal sample aspiration alarms. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received erroneous results for one patient sample tested with the elecsys total psa immunoassay on two cobas 8000 e 602 module analyzers. An erroneous result from the sample was reported outside of the laboratory. The customer confirmed that the sample did not contain clots. This medwatch will apply to e 602 module serial number (B)(4). Please refer to the medwatch. Patient identifier (B)(6) for information related to e 602 module serial number (B)(4). The sample was initially tested on e 602 serial number (B)(4), resulting with a total psa value of 0.288 ng/ml. The sample was repeated on e 602 module serial number (B)(4), resulting with a total psa value of 0.294 ng/ml. The 0.294 ng/ml value was reported outside of the laboratory to the patient. The patient did not trust the value and asked for a repeat. The sample was repeated on twice on e 602 module serial number (B)(4) on (B)(6) 2018, resulting with total psa values of 20.80 ng/ml and 21.50 ng/ml. The 20.80 ng/ml value was considered to be correct. No adverse events were alleged to have occurred with the patient. Total psa reagent lot number 311233 was used on e 602 serial number (B)(4). This lot had an expiration date of 31-jul-2018. Total psa reagent lot number 260729 was used on e 602 serial number (B)(4). The expiration date for this lot was asked for, but not provided.